Event description:
The following has been reported: in date (B)(6) 2026 customer opens a repair request for the pump (wrong infusion rate). Pump was repaired on (B)(6) 2026, but no issues were detected. The request was treated as a standard repair request. On (B)(6) 2026, received the information that the event might have caused problems to the patient (unknown). Further details have been requested to the customer and will be updated in the complaint. At the moment there is no evidence that complaint was reported by the authorities. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.